Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the separation gel in one tube did not sink after centrifugation but floated to the top. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received three photos for investigation. The photos showed a tube that had been processed, with gel floating above the serum layer of the specimen. Additionally, 30 retention samples were subjected to a visual inspection for additive abnormality and gel defects, and the issue of poor barrier separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on customer sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, the separation gel in one tube did not sink after centrifugation but floated to the top. No adverse impact was reported regarding the patient or user.